Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting gu idance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Device evaluation summary: the reported burning smell from base unit was verified during service. The issue was resolved by replacing the system controller. During preventative maintenance by service technician it was observed that one of the pins in the connector of the fan was not seated properly and was damaged. Service technician also found three of the threaded inserts on upper housing had damaged threads. These issues were resolved by replacing the fan assembly and the upper housing and gaskets for the back panel. Preventative maintenance was performed per specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use this bio-console instrument user interface display was blank and there was a hot smell coming from the base unit. Instrument was replaced with a backup and there was no reported adverse patient effect. Additional information received form service, there was no problems found with the user interface during maintenance. Complaint is against the base only.